Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event " rather than "not reportable" as previously reported due to the report the patient experienced bleeding from the left gastric artery. The patient required additional intervention via open surgical procedure in order to control the bleeding. No information was provided regarding what medical intervention was administered to control the bleeding. Corrected information can be found the following fields: b1, b2, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. B1 updated to "adverse event" from "not reportable" b2 updated to "required intervention" annex e updated to include e0506 - hemorrhage/bleeding annex f updated to include f23 - unexpected medical intervention annex a updated to include a24 - adverse event without identified device or use problem annex g updated to include g07001 - part/component/sub-assembly term not applicable annex b updated to include b17 - device not returned and annex c updated to include c20 - no findings available. Annex d updated to include d15 - cause not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, h6, and h10. 50, 4310: on (B)(6)2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was initially reported that based on the doctor's judgement, the da vinci surgical system was related to the reported event. However, the isi clinical sales representative (csr) explained that based on initial information that was provided, the cause of the bleeding was not known. An unspecified hospital staff member had commented that the intra-operative complication was not caused by the da vinci surgical system. The csr confirmed with the surgeon that there was actually no relationship between the da vinci surgical system and the bleeding/conversion. It was verified that the surgeon does not believe the da vinci surgical system caused or contributed to the vessel injury. The surgeon commented that the patient had a history of surgery for right colon cancer, and the scar around the ¿smv¿ (superior mesenteric vein¿ was severe. The surgeon also commented, "it is said that it is an error in selection of indication, and not related to an operation error. No vessel injury induced by surgical technique was found.¿ it was further explained that the patient was probably not a good candidate for robotic surgery due to anatomical complexity in relation to the severe scar around the smv. Based on the additional current information provided, this event is no longer deemed reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding from the left gastric artery. In order to control the bleeding, the surgeon elected to convert to open surgery. However, the surgeon does not believe the da vinci surgical system caused or contributed to the intra-operative complication. The surgeon attributed the intra-operative complication to previous right colon surgery and anatomical complexity in relation to scar tissue around a vessel. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the intra-operative complication.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: synchroseal (part #480440-05; lot #t90200109-0334) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Vessel sealer extend (part #480422-01; lot #l92200225-0375) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Large clip applier (part #470230-09; lot #n101800521-0022) and site reviews have shown that no complaints were filed against the instrument. Suction irrigator (part #480299-6; lot # m10200127-0246) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. As of 12-aug-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreatoduodenectomy procedure, the patient experienced bleeding from the left gastric artery. In order to control the bleeding, the surgeon elected to convert to open surgery. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the intra-operative complication is unclear.

Event description:
It was initially reported that during a da vinci-assisted pancreatoduodenectomy procedure, the patient experienced bleeding from the left gastric artery. The surgeon commented that due to difficulty controlling the bleeding via laparoscopic surgery, the decision was made to convert to open surgery. The surgeon also commented that the event was related to the da vinci surgical system. The cause of the intra-operative complication is unknown. In addition, the following information is unknown: the estimated blood loss and what medical/surgical intervention was administered due to the intra-operative complication. On 28-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the patient has a history of undergoing gastric surgery for right side colon cancer. The scar around the ¿smv¿ (superior mesenteric vein) was severe. The peripheral trunk of the left gastric artery was torn. Per the csr, the cause of the bleeding was not an operation error and was related to ¿wrong choice of surgical indication.¿ the following instruments were installed when the event occurred: maryland bipolar, long bipolar and cadiere forceps. The estimated blood loss was not provided. However, the csr heard that a laparotomy was performed to control the bleeding. On 11-aug-2020, isi also obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was recorded. However, the video is not available for isi to review. It is unknown what surgical task was being performed when the event occurred. The vessel injury was not caused by surgeon error or surgical technique. No malfunction of a da vinci instrument occurred during the surgical procedure. The surgical procedure was completed via open surgery. The patient¿s current status was noted as stable.